Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate on multiple intermittent occurrences. Customer¿s blood glucose was 137 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.